Manufacturer narrative:
The root cause of the reported clinical observations was not determined and requests to obtain additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no capture on the right ventricular(rv) channel one day post implant. A revision procedure was performed and this rv lead was removed from service and replaced. No additional adverse patient effects were reported.